Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead exhibited noise that was oversensed leading to an inhibition of ventricular pacing. The noise was reproducible. An invasive procedure was performed to extract the lead.